Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose of 43mg/dl. Customer stated that they had weak signal and sensor was not working. Customer¿s current blood glucose was not given. Product will not be return for analysis.

Manufacturer narrative:
Unit was received with normal operating currents. Also passed self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator. The sensor feature working properly. No bad sensor or weak signal alarms noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.